Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, an external shock was delivered to the patient experiencing a syncope. Upon interrogation, a warning message was displayed regarding shock overload. Vt episodes were observed in the device memory. It was reported that the device failed to deliver therapy as zero joules were delivered. As rv lead failure was suspected, it was explanted but no malfunction could be confirmed. The device was explanted and should be returned for analysis.

Event description:
Reportedly, an external shock was delivered to the patient experiencing a syncope. Upon interrogation, a warning message was displayed regarding shock overload. Vt episodes were observed in the device memory. It was reported that the device failed to deliver therapy as zero joules were delivered. As rv lead failure was suspected, it was explanted but no malfunction could be confirmed. Tthe device was explanted and should be returned for analysis. Preliminary analysis showed that the reported behavior is most likely due to a lead issue or a lead/ICD connection issue.

Event description:
Reportedly, an external shock was delivered to the patient experiencing a syncope. Upon interrogation, a warning message was displayed regarding shock overload. Vt episodes were observed in the device memory. It was reported that the device failed to deliver therapy as zero joules were delivered. As rv lead failure was suspected, it was explanted but no malfunction could be confirmed. The device was explanted and should be returned for analysis.